Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 480 mg/dl at the time of incident. Customer stated that they already used back up plan. Customer declined troubleshooting for high blood glucose. Customer was advised to follow up with health care professional. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.